Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis which was manifested by stomach pain and vomiting. The cause of the peritonitis was unknown. Six days after diagnosis of the event, the patient was hospitalized for the peritonitis. The same day as diagnosis the patient began treatment with intraperitoneal (ip) injection reflin (1 gram daily for six days), ip injection tobramycin (40 mg, daily for six days) and ip injection of heparin (0.5 ml of 25000 units, three times a day, ongoing). The same day as hospitalization the patient began treatment with ip injection fortum (1 gram daily, ongoing) and ip injection vancomycin (2 gm, after every fourth day, ongoing). At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.